Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the pause monitoring value enabled. However, a transmission showed that the pause monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.